Event description:
It was reported that patient's stimulation turned off without realizing it. They checked their recharger app which displayed 'stimulation off' while the device was charging. The recharger was used to charge the device, but the recharger app could not be found. When the communicator was connected using the therapy app, the bluetooth light was lit in blue, but "error detection, service code 580" was displayed. Closing and restarting all of the apps resolved the error. Once stimulation was turned back on, patient experienced spasms. They decided to turn therapy off for a while, observe the situation, and consult with their doctor. The possible contributing factors are unknown. It's also unknown if patient's therapy issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's therapy issue was resolved.